Manufacturer narrative:
The event unit was returned to applied medical for evaluation, with the fractured cannula tab. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: ni. Event description: [translation]: plastic" wing" broke off and it was inside the patient. Because this was noticed on time this had no consequences for the patient/staff member. No the complaint did not lead to an unsafe situation for the patient and/or employee, but it could have. Patient status: no consequences for the patient/staff member. Patient status good.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni. Event description: [translation] plastic" wing" broke off and it was inside the patient. Because this was noticed on time this had no consequences for the patient/staff member. No the complaint did not lead to an unsafe situation for the patient and/or employee, but it could have. Patient status: no consequences for the patient/staff member. Patient status good.